Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the four days-post implant the patient experienced a perforation and the right atrial (ra) lead exhibited high thresholds, low impedance, decreased p-waves sensing. It was noted that the patient experienced tamponade requiring a pericardiocentesis. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.